Event description:
Portable/mobile surgical light fell over and reportedly hit the back of a person's leg that was in the area. The staff indicated that the light was not being moved when the mobile light tipped over. It was explained that the light tipped over by itself. Details of the event or the extent of injury were not able to be obtained from the user facility.